Event description:
A customer contacted baxter's technical service center regarding a system error 2240 on the homechoice (hc) during drain 2 of 4. The technical service representative (tsr) was unable to determine the cause of the system error. The tsr assisted the caregiver (cg) in ending therapy. The tsr advised the cg to dispose of the current supplies attached and either continue with manual bags or new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.